Event description:
Needle is leaking between hub and cannula. After much interaction with pharmacia deltec, richland memorial hospital switched to plastic hub needle, thus discontinuing use of the metal hub port-a-cath needle in the hospital.this port is in comliance with the safe medical devices act as the result of previous correspondence.device labeled for single use. Patient medical status prior to event: unknown. There was multiple patient involvement. Number of patients involved: 5.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.